Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the previous mesh had slipped into the recurrent hernia defect removed. Adhesions were also taken down from the mesh. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted the previous mesh had slipped and balled up into the hernia defect. He also removed seroma that was found in the hernia defect and adhesions to free up the previous mesh. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he found the mesh was densely adherent to the small bowel. He dissected as much as he could but there was a segment of small bowel that was so adherent it could not be cleanly dissected from the mesh. There were some places of the mesh that had curled around the small bowel. It was reported that the patient experienced continuous pain and discomfort. It was reported that the had patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other product was captured in separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 3/17/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.